Event description:
It was reported the patient had a cardiac catheterization procedure at medical center and was discharged. The patient returned to the hospital (time, date unknown) with pain in the right leg. An occlusion of the femoral artery was suspected and the patient was transferred to the reporting hospital. Angiography revealed an occluded superficial femoral artery. Exploratory surgery revealed a closure device and collagen plug (reportedly the angio-seal device components) which were removed from the patient along with a blood clot. The sjm sales rep. Has inquired at medical center, where the angio-seal device would have been deployed; without patient or angio-seal reorder or lot number, no further information was available. Attempts to obtain additional information from hospital were unsuccessful.